Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was used during a procedure performed on (B)(6) 2009. According to the complainant, post-implantation the patient experienced extreme pain, tissue erosion, chronic infection, dyspareunia and other unspecified injuries. All other information, including the patient's current condition, is unknown and reportedly unavailable.